Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. The device was returned for analysis. Visual and microscopic inspection revealed the sheath was kinked and the guidewire exit port was damage. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the guidewire became trapped in the catheter and both were removed together. The guidewire was able to be separated from the catheter outside the patient. The procedure was completed using another method without any patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the guidewire became trapped in the catheter and both were removed together. The guidewire was able to be separated from the catheter outside the patient. The procedure was completed using another method without any patient complications.